Event description:
Rep reported that the one box of cranioplastic was opened and used according to the manufacturer's instructions. They mixed the product for 30 seconds and let set for 5 minutes to become doughy enough to handle. It actually took 30 minutes to become doughy and another 30 minutes to set and get hard. Also, the product was extremely hot to the touch. Temperature in the room was 65 degrees. Product was used, but dr. Putty did not feel that it performed like it should as far as length of time. The device subject of the complaint again was used and will not be returned, however another unused product with the same lot number will be returned for investigation.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
Samples associated with this report were returned however upon receipt the powder had leaked from the pack. Upon investigation the seal along the length of the pack ( manufacturer seal) had a small hole and indicated this had occurred during transit. The samples came packaged in a plastic (B)(4) bag rather than a box. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. The complaint states that the temperature of the room was 65 degrees depuy cmw recommend a temperature of 73 degrees as temperature has an effect on the cement behavior. The device history was reviewed: no non conformances on this batch. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.